Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a delayed start up. Upon troubleshooting, fse found that one of the fans inside the pdu power supply was slow, creating an error. To resolve the issue, fse replaced the pdu (power distribution unit) power supply. The defective pdu fan tray was returned to philips for failure analysis and the cause of the pdu fan tray's failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the pdu fan tray by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a delayed start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.